Event description:
Freestyle 14 day gave highly elevated sensor glucose readings for hours resulting in insulin overdose. While finger sticks are showing readings between 130 and 199, the sensor is still saying 250 to 350 repeatedly. When I called the company today, they said it is common in the first 24 hours for readings on the sensor to be wrong while the sensor calibrates to the individual person, but it is long past 24 hours and still occurring. FDA safety report ID # (B)(4).